Manufacturer narrative:
E1 initial reporter first name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred. A permanent sled bag for the motor drive unit was selected for use during an intravascular ultrasound examination. During the procedure it was noted that the permanent sled bag was torn. The bag was disposed. No patient complications were reported.